Event description:
Caller reported a cgm error which was identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a complete pump reset and the caller confirmed that, after the reset, the error did not reappear. Additionally, the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.